Event description:
During laparoscopic gastric bypass, the endostitch needle broke in half. The needle broke in half while in use. Half of the needle was stuck in the tip of the device and the other half was in the pt's abdomen. The retained piece was retrieved and both pieces were compared to an intact needle. It appeared as if both pieces equaled the size of an intact needle.